Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the tip of the monopolar curved scissors (mcs) tip cover accessory had cracked. The customer had noticed that this issue has been occurring more frequently recently. This complaint was created to capture the recent issues. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the surgeon cannot remember the case. It is unknown if this accessory is the same part number for a different complaint. There was no arcing observed due to the issue. The instrument was inspected prior to use and there was no damaged observed out of the ordinary. Nothing fell into the patient. The same accessory was used to complete the procedure. There was no injury to the patient. There was a 5 minute delay to the procedure. The procedure was a nephrectomy. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions.